Event description:
During colon surgery, the tx30b was utilized. There was no indication initially that it did not work properly. Later during the surgery it was noted that the staple line was open and not stapled shut. A single loose staple was found in the abdomen. It was not in the "b" configuration that would indicate a correctly fired staple. This added considerable time and equipment to the procedure. This happened on a prior occasion (voluntary report made to MFR on that occasion as well - medwatch identifier jc041601 report date 5/4/2001, product complaint # 152970).